Event description:
On (B)(6) 2026, a 75-year-old female patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess balloon catheter. During the procedure, the balloon catheter was allegedly unable to deflate, resulting in difficulty removing the balloon. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.